Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 2.300 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. B11715) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and menorrhagia ("her menstrual bleeding has become heavier"). The patient was treated with surgery (essure and both fallopian tubes removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain and menorrhagia to be related to essure. The reporter commented: at the same time of essure removal mirena was inserted for compensate heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: no abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: lab data, essure insertion date, removal date, lot number (b11715), events back pain and her menstrual bleeding has become heavier added. On 27-jul-2018: valvira (regulatory authority) added as a reporter (reference number (B)(4)). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 18-may-2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.